Event description:
During right eye cataract surgery, I am told that the phaco emulsifier malfunctioned. This caused a corneal burn. The doctor had to immediately put four micro sutures in to maintain corneal structure. This had caused discomfort, an abrasion, and slow healing. There are, what I am told, temporary vision issues. This occurred at the (B)(6).